Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the reservoirs leaked. Customer stated that she has a faulty box of reservoirs. Reservoirs will be replaced. Nothing further reported.